Event description:
A scrub tech opened up a sterile major basin kit to set up for a scheduled surgery. When the scrub tech pulled out the raytec sponges, the scrub tech noticed the sponges were dirty with a dried unknown substance. The dirty sponges along with the rest of the major basin pack was removed. Another set up pack was used to complete the room set up. Manufacturer response for xray sponge in or procedure set up pack, presource by cardinal (per site reporter): the (B)(4) distribution sales rep was notified. He said he would contact our presource pack rep.